Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned being stuck in a clock reset loop and being unable to use the pdm. The pdm was returned without a battery. A known good battery was inserted into the pdm. The pdm was able to turn on and boot up with no issues. A clock reset alarm was generated by the pdm after unlocking it. After acknowledging the alert, the date and time change flow was trigger with a banner indicating that insulin delivery was suspended at the top. When attempting to confirm the date and time change, the pdm generated a notification saying that insulin delivery must be resumed. The pod was attempted to be deactivated, but was discarded due to the pod not being returned with the pdm. After discard, the insulin delivery is suspended banner disappeared, however when attempting to confirm the date and time again the same insulin delivery must be resumed notification was generated. All attempts to clear this clock reset were unsuccessful. An ibf was able to be pulled from the pdm as well as older android log files. Inspection of the pdm data could not confirm the cause of the clock reset loop. Investigation of the returned device was able to confirm the reported event. The exact cause of the event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 405 mg/dl while wearing the pod. Symptoms reported include vomiting and sweating. The patient reports not being able to reset their personal diabetes manager (pdm) after receiving a hazard alarm clock advisory. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient remains in the hospital at the time of this event,